Manufacturer narrative:
A philips remote service engineer (rse) contacted the customer. The rse indicated there may be an issue with the existing network antennas, and recommended the existing mx40 devices should be used to check the field strength (rssi values) and the existing telemetry infrastructure. A quote was provided for additional service, and no further response was received form the customer, and the quote was canceled. No further information was received. The product malfunction was unable to be confirmed because the customer is considered to have refused service and did not provide additional information. A review of the service history for this device shows confirm the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1: reporting institution phone #: (B)(6).

Event description:
Philips received a complaint on an mx40 2.4 ghz smart hopping indicating that the alarms from the telemetry are no longer fully displayed and recorded on the monitor. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.